Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent patient was brought to the emergency room after the patient experienced syncope. Upon device interrogation, intermittent loss of conduction and small increase in rv threshold was noted. There was also a small increase in impedance. Patient¿s condition was stable. Patient was seen again in clinic and rv oversensing which was reproducible with coughing was observed. The pacemaker was decoupled from the defibrillator. Myopotential oversensing was suspected. Device was reprogrammed and the patient was admitted to the hospital for observation. No further oversensing was seen. The patient was fine and discharged home. Patient will be followed up in clinic again in a month.